Event description:
It was reported that during an unknown procedure, an open-end flexi-tip ureteral catheter broke during use. A ureteroscopy had to be performed to retrieve the broken piece successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Initial reporter: occupation: inventory coordinator. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Event summary: it was reported that during an unknown procedure, an open-end flexi-tip ureteral catheter broke during use. A ureteroscopy had to be performed to retrieve the broken piece successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation - evaluation: a document-based investigation was performed including a review of complaint history, device history record (DHR), quality control data, and the instructions for use (IFU). The complaint device was not returned; therefore, no physical examinations could be performed. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: avoid bending or kinking the catheter prior to placement. Doing so could damage the integrity of the catheter and result in patient injury. If you encounter resistance while advancing or withdrawing the catheter, stop. Determine the cause of the resistance before proceeding. Do not withdraw catheter while deflected in cystoscope/endoscope. A review of the device history records found no anomalies and no other complaint have been reported for the lot. A review of manufacturing procedures found controls to be in place to assure functionality and device integrity prior to shipping. Based on the limited information surrounding the event a cause for the complaint could not be established it was not possible to rule out inadvertent user/procedural issues. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.